Event description:
Syncardia freedom driver was changed to backup freedom driver at 0145, bedside in 8 cooley a bed 04, due to a continuous alarm. During the freedom driver exchange, the spring beneath the lever to unlatch the connection of the cannula was misaligned. Because of this, the latch was not able to be disconnected. Css staff had to quickly replace the whole connection as the freedom driver exchange was done. New primary freedom driver sn: (B)(4) new backup freedom driver sn: (B)(4). Old freedom driver sn: (B)(4). Patient tolerated exchange well and no hemodynamic instability. Old freedom was collected and will be sent back to syncardia for analysis.